Manufacturer narrative:
A2 - date of birth: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 22cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No damage observed on the blade 1. For blade 3 approximately 2mm of blade segment had detached from the proximal section. And no damage observed for blade 3. Blade and pad fully bonded onto the balloon. The detached blade was not received. The pad at the detached section of blade was fully intact and bonded to the balloon. Blade and pad fully bonded onto the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 28nov2025. It was reported that a shaft kinked and break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 15mm x 3.0mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft was kinked approximately 15 centimeters from the hub on the proximal side. When it was pulled out, the shaft broke outside the body, and it did not remain inside the body. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a detached blade segment approximately 2mm from the proximal section.